Manufacturer narrative:
The lens was returned for evaluation. The lens optic was cut in three pieces. One haptic was attached to one small piece of the optic. The other haptic was missing. Visual inspection found that optic had a cloudy white appearance and some areas with an orange peel appearance. A chemical stain test was performed and confirmed that calcification was present on the lens. Three major types of calcification have been previously described. The first form refers to calcification caused by factors inherent to the iol design or material. The second form refers to deposition of calcium onto the surface of the iol caused by environmental factors (e.g. Changes in the aqueous surrounding the implanted iol associated with pre-existing or concurrent diseases, or due to additional surgical intervention). By definition, it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification in which other pathology is mistaken for calcification or false-positive staining for calcium occurs. Due to the unknown lot number the device history records review could not be performed. Based on the current information the exact root cause of the observed calcification could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens is scheduled for explant from the patient's eye on (B)(6) 2017 due to presumed calcification. The serial number and the lot number of the lens were not provided. Therefore it cannot be determined if this is a hydroview 1.0 lens. Additional information has been requested, but has not been received